Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the insulin squirting out every 8th prime. Customer¿s blood glucose level was unknown at the time of incident. Customer state that insulin pump had damage and rainbow tint on the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No battery issues noted. No absence of alarm noted. Device primed properly. No missing segments/partial display noted during the testing.